Event description:
It was also noted that the lead failed to sense and was dislodged. The patient has a history of twiddler's syndrome.

Event description:
It was reported that the lead failed to capture when outputs were set to 7.5 v and decremented down. It was also noted that the lead exhibited greater than 2000 ohms impedance on (B) (6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.